Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a blood glucose level of 485 mg/dl and her sensor glucose level was 45 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The customer's insulin pump went into threshold suspend as a result. Standard troubleshooting was performed. The customer stated she had received calibration errors from her sensor. The customer was advised to calibrate her sensors three to four times per day. The customer was advised to change her sensor. The customer was sent a replacement sensor. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.